Event description:
This device was implanted on (B)(6) 2005 and explanted on (B)(6) 2011. The md was dissatisfied with the device. The procedure took place at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).